Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered five shocks as inappropriate therapy for supraventricular tachycardia (svt). Technical services (ts) advised the calling representative about the reasons this event occurred. The device was reprogrammed in the hopes of preventing this from reoccurring in the future and remains in service. No additional adverse patient effects were reported.